Event description:
The customer reported that they received erroneous results for two patient samples tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). It was stated that the last calibration was completed four months prior to the event, based on the system date. It was also stated that the calibration was not within acceptable limits prior to the event. The first sample initially resulted as <0.1 miu/ml. The sample was repeated and resulted as >1000 miu/ml. The sample was diluted and repeated, resulting as about 47049 miu/ml. The second sample, tested (B)(6) 2015, initially resulted as 0.2 miu/ml. The sample was repeated and resulted as 9538 miu/ml. Information regarding which results were reported outside the laboratory was requested but not provided. The patients were not adversely affected. The hcgb reagent lot number was 177537. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Manufacturer narrative:
A specific root cause could not be identified based on the provided information. It was noted that the measuring cell of the analyzer had a high count and that a replacement should be done. The root cause may be connected to the age of the measuring cell.